Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. Treatment for the event was not reported. The patient was hospitalized for another indication and while hospitalized the patient was diagnosed with peritonitis. At the time of this report, the patient outcome was not reported. The patient was discharged from the hospital. Action with pd therapy was not reported. No additional information could be provided as the reported declined follow up.